Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.